Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - synthecel/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra): evaluation of healthcare outcomes of patients implanted with depuy synthes synthecel® during dura repair surgical procedures. 163 patients [74 male and 89 female; mean age was 55 years (sd: 17.3; median: 59; range: 19-89 years] treated with depuy synthes synthecel® dura repair as a dura replacement during dura mater repair procedures. Patients were identified in the premier healthcare database (phd) between october 1, 2015, and june 30, 2021. Complications has been identified as per ICD 10 categorization experienced by the following with corresponding intervention: 1 patient had cerebrospinal fluid leakage diagnosis within 0-3 months following index surgery. The patient was treated at the time of csf leakage with a procedure for the supplementation of spinal meninges with nonautologous tissue substitute (ICD-10 pcs: 00ut0kz). This patient did not meet the outcome definition for subsequent surgery because this procedure was not part of the definition for subsequent surgery prespecified in the protocol (see appendix 3, table 5 for subsequent surgery procedure codes). 10 patients had infection diagnosis within 0-3 months following index surgery. 2 patients had infection diagnosis within 4-6 months following index surgery. This is for depuy synthes synthecel dura repair. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 1 for complaint (B)(4).